Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. The archive from the procedure was reviewed by medtronic personnel. The review found decompression on the skull of the user from the frame used it was noted that registration points were collected in those areas and were displayed deep within the skull model and that registration did not achieve a passing value. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the site was unable to register the patient for the procedure. It was reported that once registration was complete the points would shift on the patient. It was reported that the known anomaly points would shift as well. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that it was not possible to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The review of the archive was completed but it was not possible to assess the alleged inaccuracy. If information is provided in the future, a supplemental report will be issued.